Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced signal loss on the g5 mobile application and an adverse event. The patient was at work and stated that they experienced a diabetic ketoacidosis event. The patient stated that they felt dehydrated and was going to the bathroom more often than usual. The patient was thirsty and treated himself by drinking water and due to a signal loss, the patient checked their blood glucose through a finger stick test. It was indicated that there was no medical attention needed at the time of event. At the time of contact, the patient was in normal condition. No additional patient or event information is available. Data was provided for evaluation. The reported event of a loss of connection was confirmed. A root cause could not be determined.